Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and one pacing impedance measurement less than 200 ohms on the atrial channel. They were unable to re-create the noise with isometrics but deep breathing did create some noise. No x-ray was performed. The device was programmed to vvi mode due to chronic atrial fibrillation (af). No adverse patient effects were reported.